Event description:
During a vein stripping procedure with the tci-tumescent catheter inversion system, the small green connector fell off and could not be found in the patient. X-ray did not show anything.

Manufacturer narrative:
Device was not returned for evaluation, therefore, no determination could be made for the reported device failure.